Event description:
During a routine shift check by a clinican, the device failed to power up. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board.